Event description:
The account alleged the bed exit would set and then not alarm with the patient out of the bed. The patient fell to one knee but no injury was reported.

Manufacturer narrative:
The account replaced the bed exit sensor strips to resolve the issue.